Manufacturer narrative:
(B)(4). Batch # p94c8a. Investigation summary: the device was returned with the tissue pad damaged, melted not all present and a portion was not returned. In addition also it was received with the cable cut off. Due to the condition of the device could not be performed the functional testing. In addition the"unspecified alert screen" reported by the customer it could not be confirmed. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. When the device was disassembled it was found that there was a cracked internal component; the y-link. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the harmonic scalpel handpiece stopped working during laparoscopic procedure as indicated by an error on the console and unable to activate. Surgeon chose to use a reusable vessel sealing as procedure was almost completed.